Manufacturer narrative:
Complaint (B)(4). Received 12bx + loose pc 450062/18h08c for evaluation. We have no further complaints on the materials/batches. We forwarded the complaint and some of the samples to our supplier from which we receive the needles. According to their investigation and comments, manufacturing and inspection records of the concerned material/batch were reviewed and no abnormalities which could be related to the reported event were observed. Retain and customer samples were visually examined. No appearance defect such as damage or molding defect could be observed. Samples were functionally checked (with greiner holders). Ten greiner blood collection tubes were inserted onto each tested sample and no spin-out could be observed. They could not confirm the complaint.

Event description:
Customer states that when phlebotomist attempted to engage the first tube, the holder came off and the needle remained in patient's arm.